Manufacturer narrative:
Device evaluation: returned device was received in good condition. During the evaluation of the device the customer reported condition was confirmed. Problem was caused by crack return tube source is traced to design. DHR review will not add value to this investigation as this is a known design issue addressed in a CAPA.

Event description:
Information was received indicating that a disposable alarm occurred to a smiths medical level 1® normoflo® fluid warming device, irrigating system. It was reported that the device could be interlocked by block malfunction. There were no reported adverse effects.